Event description:
Customer reported high blood glucose of 400 mg/dl; treated with insulin bolus with the insulin pump. Customer also reported that she received calibration errors and a change sensor alarm. Customer was advised on the proper calibration protocol. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.